Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system patients meds were not crossing into pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue has errors on the external inbound processor service following a server reboot by hospital information technology (it). A technical support specialist recycled the inbound processor service after the reboot, which resolved the issue with no further message errors. The system functioned as intended after the technical support specialist troubleshot the device.